Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned polaris driver (pn 2000-9061) for the failure of tip deformation. Medical records were not provided for review. Device evaluation: visual inspection revealed item 2000-9061 has a deformed/twisted tip. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use, or use of the driver as a removal tool. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a plug driver had wear and tear from torqueing.